Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of myocardial capture at max output and was suspected to have dislodged. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.